Event description:
Additional information was received indicating two lenses were cracked upon insertion and a third lens was placed in the eye with a new lot of cartridges. All cartridges with the defective lot number were removed from and disposed.

Manufacturer narrative:
Product evaluation: a used cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The tip has heavy stress and an aneurysm on the right side. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Lens #1: the lens was returned positioned incorrectly in the #78(iw) lens case. Blood and solution is dried on the lens. One haptic is bent in the gusset and distal area. The other haptic is broken in the haptic/optic junction area (not returned). The optic is torn/split/cracked and cut into piece, typical of insertion and removal. A large portion of the cut optic was not returned for evaluation. Lens #2: the lens was returned positioned incorrectly in the #78(iw) lens case. Blood and solution is dried on the lens. One haptic is bent in the gusset and distal area. The other haptic is broken in the haptic/optic junction area (not returned). The optic is torn/split/cracked and cut into piece, typical of insertion and removal. All product and batch history records are quality reviewed prior to product release. Associated handpiece and viscoelastic were not indicated it is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The used cartridge and two used qualified lens models were returned separated. The lenses were damaged. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The observed lens and cartridge damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, two different lenses got stuck in the cartridge. The procedure was completed the same day with a third lens and a cartridge from a different lot. There was patient contact, but no patient harm was reported. Additional information has been requested.